Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Additional information confirmed the ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional surgical intervention. This emdr is being submitted to report the change in the "type of reportable event" field and to include the surgical intervention.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was scheduled. At this time, this ICD remains in service, and there were no adverse patient effects reported.